Manufacturer narrative:
The device was returned to the resmed and an evaluation was performed. A review of the downloaded device events log confirmed the occurrence of system fault 74 was triggered in the device. The system testing performed by technical services could not reproduce the fault. The root cause for the sf74 was an isolated software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf74) indicating a software task error. There was no patient injury reported as a result of this incident.